Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed main keypad assembly and determined the cause of the reported issue was due to excessive resistance on the power button. Contamination was observed between the dome and trace. Contamination is likely cleaning product that had entered the button.

Event description:
The customer contacted physio-control to report that their device was unable to power on. There was no patient use associated with this event.